Manufacturer narrative:
An event regarding crack/fracture involving a universal driver shaft was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: medical records were not provided for review. Device history review: the device history review confirmed all devices were accepted into finished goods and conformed to specification. Complaint history review: the complaint history review confirmed there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the screwdriver broke while implanting a screw during a primary hip surgery. No delay or adverse consequence as another screwdriver was readily available and surgeon completed the case accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the screwdriver broke while implanting a screw during a primary hip surgery. No delay or adverse consequence as another screwdriver was readily available and surgeon completed the case accordingly.